Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and a stripped battery cap coin slot.

Event description:
Customer reported difficulty removing the battery cap. The blood glucose reading was 80 mg/dl. Customer was not able to remove the battery cap through troubleshooting. Nothing further was reported.